Event description:
It was reported via phone call that the customer inserted new batteries in the insulin pump and nothing happened. Mother stated that the insulin pump had a blank display. Troubleshooting was performed and the blank display did not return. Customer's blood glucose reading at the time of the call was 385 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for several days for blank display anomalies, no blank display noted. The operating currents are normal. No damage found on the lcd isolation tape noted. No unexpected off no power, low battery, failed battery test or bad battery alarm noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.